Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. The patient reported that they had a loss of therapy and it was occurring daily. The patient reported that he was sitting in his recliner when he felt stimulation shut off. The patient reported that there was a fall that could be related to this issue. The patient reported that ¿about a month ago, started experiencing a pinching sensation where the unit was installed.¿ the patient reported that ¿about 2 weeks later I needed to use it, so I turned it on and it was working and I fell asleep with it on and the battery drained and about 2 weeks ago, I went to recharge it because my lower back was starting to act up again but it wouldn't charge.¿ the patient reported that his return of pain in his back was in (B)(6) and reported that it was when he found he couldn't charge his implant and he ¿moved it all around to find the spot but I couldn't find it¿ and reported that this started it in april. The patient reported that the pinching started in the middle of march, not constantly but if he sat down in his recliner or certain positions it would do that. The patient reported that he didn't feel the pinching still but just had soreness now at the implant site. The patient reported that he had numerous falls and that the last one was in (B)(6) 2017 and also had falls last year. The patient reported that he was getting poor communications on the recharger and reported that it started a few weeks ago. The patient reported that he was unable to connect with the patient programmer also. The patient reported that he last felt stimulation ¿about a month ago¿ and last was able to recharge and saw coupling boxes ¿about 2 weeks ago.¿ no further complications anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on (B)(6) 2017. The hcp reported that the patient hadn't contacted their office, didn't have any future appointments and was last seen on (B)(6) 2013. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.